Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.0 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the optic torn, the haptic torn and bent as well as residue on the lens. Claim#: (B)(4).